Event description:
Radiology PICC nurse was inserting a PICC line at the bedside. She inserted the guidewire that came with the PICC kit. Wire was advanced approximately 10-12 cm and met an obstruction. Nurse immediately pulled the guidewire back and got it all out 3 cm, when the guidewire became stuck. It would not come out of the skin. She placed a hemostat near site at the instruction of a physician and when she removed it, the guidewire broke off, leaving only a small portion sticking out of skin. This even necessitated minor procedure for removal by a surgeon.

Event description:
Radiology PICC nurse was inserting a PICC line at the bedside. She inserted the guidewire that came with the PICC kit. Wire was advanced approximately 10-12 cm and met an obstruction. Nurse immediately pulled the guidewire back to got it all out but 3cm, when the guidewire became stuck. It would not come out of the skin. She placed a hemostar near site at the instruction of a physician and when she removed it, the guidewire broke off, leaving only a small portion sticking out of the skin. This even necessitated minor procedure for removal by a surgeon.

Manufacturer narrative:
The complaint was confirmed. The incident questionnaire that was returned with the complaint sample indicated that the guidewire became knotted and would not release from the vein/skin. A knot was found in the guidewire approximately 0.2 inches from the distal tip of the guidewire. The coils of the distal segment were unraveled, exposing the core wire. The coils in the proximal segment were still tightly coiled, indicating that the coils were not stretched. The initial complaint indicated that the guidewire was retracted after an obstruction was met. It is possible that the guidewire was retracted through the needle, which may have severed the wire. However, the exact mechanism of damage is unknown.